Event description:
On (B) (6) 2010, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The aneurysm measured approximately 5.8 x 5.7 mm. The patient tolerated the procedure well. On (B) (6) 2010, the patient coded. Open hematoma repair and exploratory surgery was performed. The hematoma was evacuated, with no active bleeding found. Thorough angiography showed excellent graft placement just below the renals with no endoleak. The physician saw the patient on (B) (6) & (B) (6) and reported he was up and around, eating, and recovering well. On (B) (6) 2010, the patient was removed from life support and died from congestive heart failure. The physician was informed on (B) (6) 2010, that the patient had been released to hospice and died. The physician does not know why the patient was released to hospice.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please note additional device(s) related to this event: (B) (4). The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include but are not limited to: bleeding, hematoma, or coagulopathy, death.